Event description:
Customer reported, the system would not fluoro during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power control board. System operates as intended.